Event description:
Needle broke off in the arm (needle injury). Case description: a rptr reported that pt had a novofine 30 needle break off in right arm. The pt has been using novofine 30 needles with humalog mix 75/25 insulin pens for approx 10 mos. In 2001 pt gave self an injection using the pt's normal technique and when the pt withdrew the needle from the pt's skin the pt noticed that it had broke off from the hub. The novofine 30 needle was embedded in the pt's arm and could not be manually removed. The pt went to the emergency room and an x-ray confirmed placement of the needle. A nurse practitioner made a small incision (approx 1/2 inch) at the injection site in an attempt to locate the needle, but it was not visible. The open wound was closed with what appeared to be two staples, and the pt was sent home to f/u with a surgeon. On 8/24/01, the pt was examined by a surgeon and started antibiotic therapy with cephalex. The pt was also advised to apply neosporin ointment and a dry sterile dressing to the affected site daily. The pt is tentatively scheduled for surgical removal of the novofine 30 needle in 2001. In speaking with the pt, the pt stated that the pt used the needle in question only one time, and that the pt never reuses the needles. The pt also said that the needle in question was not bent prior to use.